Event description:
It was reported that the patient with this right atrial lead and right ventricular lead experienced infection/sepsis and erosion. Subsequently, the patient was hospitalized and entire device system was explanted. The patient did require antibiotics. There were no additional adverse effects reported.